Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and sometimes required multiple presses to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support advised to firmly press the button with the tip of the finger while providing support at the bottom of the pump. Despite these instructions, the button remained difficult to press. Technical support decided to send a replacement pump with updated software, confirming the customer's shipping details and arranging for the return of the faulty pump within 10 days to avoid billing. The customer was instructed to let the pump's battery deplete fully before returning it and to transfer their settings and connect their cgm to the replacement pump. The customer understood and acknowledged all instructions.